Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI #(B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported issue. The trace of the fall and the overturn generated the looseness of the air outlet port. It was confirmed that the fastener of the air outlet port was deformed due to an impact. The manufacturer¿s international service technician was able to adjust and tighten the port to address the reported issue. The unit successfully passed the required performance verification test.

Event description:
The customer reported airflow port is wobbling. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.